Event description:
It was reported that customer experienced repeated cartridge alarm during cartridge insertion, with alarm occurring immediately each time and preventing successful setup. There was no reported impact to the customer¿s blood glucose level. Customer repeatedly attempted to insert cartridge without success, agreed to return device, and received replacement pump arranged through distributor.